Event description:
During a follow-up interrogation, review of a stored episode showed a 10 second v-burst episode from (B)(6) 2011, that appears to be noise from an unknown source. There was also a message displayed, " atrial detection margin is not sufficient". The device remains implanted, the files from the programmer were sent to the manufacturer for review.

Event description:
During a follow-up interrogation, review of a stored episode showed a 10 second v-burst episode from (B)(6) 2011, that appears to be noise from an unknown source. There was also a message displayed, " atrial detection margin is not sufficient". The device remains implanted, the files from the programmer were sent to the manufacturer for review.

Manufacturer narrative:
(B)(4) 2012. A response from the manufacturer is pending. Device remains implanted.

Manufacturer narrative:
(B)(4) 2012: a response from the manufacturer is pending. (B)(4) 2012: since the device remains implanted, the files from the programmer were reviewed. The files showed the behavior that was observed on (B)(6) 2011, was non destructive and most probably resulted from strong interferences. In absence of information related to the patient environment when the episode was stored, no conclusion can be drawn regarding the origin of the interference. The device operated as specified and remains implanted. (B)(4).